Event description:
It was reported that the controller has been taking a long time to charge the implant. The patient stated this morning, they had to reset the controller 3-4 times due to seeing rm06, and poor charge quality. The patient stated they charge the controller from ac power supply once a day and it takes charge well. The patient reported the issues have been going on on and off for probably a month. The patient said one day their implant neurostimulator (ins) would charge well and the next day it would take a long time to charge. The patient stated they've held both the open part of the recharging antenna or the sides of the antenna and that has not made a difference in their recharging issues. The patient then stated last night it didn't charge all the way and they had been charging for 2-2.5 hours this morning and the implant was only at 70%. Patient mentioned they charged last night and it only got up to 60% and it was like 3 hours. Agent had patient reset controller and cleaned connections. Patient verified no physical damage on recharger cord, pins, controller connector port pins nor battery compartment pins. The patient mentioned the battery pack contacts do not look damaged, but noticed some of the gold is worn off on them. Agent had patient reinitiate a recharger session. The patient's screen was initially not progressing past checking recharge quality, and then went back to position the recharger over the implanted device, so patient tapped continue, but continued to see poor recharge quality with an orange flashing light on the controller despite agent reviewing recharger placement. Patient stated their ins was at 70% at the beginning of the call, but at the end, it went back to 60% and patient stated sometimes the percentage goes backwards. The issue was not resolved through troubleshooting. A request was sent to repair to replace the recharger and battery pack. The patient stated they have had great success in relieving the back pain this implant was implanted for since implant in 2019. The patient stated they don't have an healthcare provider (hcp) since their doctor moved, so they've called patient services (ps) for a mailed physician listing before, but have never received it. Agent sent physician listing mail request.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a, product ID 97745bp (serial: (B)(6)); product type: 0001-accessory; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.